Manufacturer narrative:
Per the device contract manufacturer, no sample was returned for evaluation. With no additional, related information provided, the customer reported event could not be confirmed. A review of the batch production record for the reported lot number was performed and confirmed that the product met specifications at the time of release. A review of complaints for the last 12 months did not indicate any additional related reports for the reported lot number. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would not dispense gas at all during surgery. An alternate regulator was obtained in order to complete the procedure. There was no harm to the patient.